Event description:
A malfunction on a pump was reported by the caller, who was unable to provide specific details about the issue. There was no adverse impact to the customer's blood glucose level. The caller planned to follow up with more information once reunited with her son as the pump was not available at the time of the call. There was no additional communication regarding any corrective actions taken. Upon follow-up cts provided pump reset information and assisted caller with resetting the pump. The same malfunction code reoccurred. Technical support resolved the issue by sending a replacement pump.